Event description:
Event occurred on an unspecified date involving a 3-way high flow stopcock w/rotating luer where the reporter stated that the patient was on high-dose pressors when the blood pressure suddenly dropped to 40¿s/20¿s. Then the provider called to room, and they came preparing to cardiovert and possibly begin CPR. It was noted that medication was leaking onto bed. They replaced leaking stopcock, and blood pressure increased to 220¿s systolic. There was adverse event and unknown delay in therapy reported as a result of this event.

Manufacturer narrative:
Device has been received; however, evaluation has not been completed.

Manufacturer narrative:
Investigation summary: received one (1) used non-ICU medical stopcock for inspection. The configuration of the stopcock did not match the list number or other list numbers distributed by ICU medical. Two (2) cracks were observed on one (1) of the female luers. The stopcock was leak tested per product specifications. There was leakage from the crack. The reported complaint could not be confirmed. The stopcock was not an ICU medical device. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Note: this complaint will be voided as the suspect device is not an ICU medical product.